Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultraeasy meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2x daily. The patient manages his diabetes with novorapid flex pen insulin (6-8 units in the morning, 13 units in the afternoon and evening) and levemir insulin (8-18 units at night depending on dinner). The alleged issue began on (B)(6) 2012 between 9am-930am. The patient reported a blood glucose result of "223 mg/dl" with the subject meter. Based on the alleged result, the patient administered self an additional dose of novorapid insulin (5 units). Less than 2 hours after, the patient claims he felt a symptom of sweaty. The patient ate candy as treatment and felt better about 5-10 minutes after. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.